Event description:
It was reported that during surgery, the section used for intramedullary lavage disassembled and broke during washing. There was no patient harm/injury or surgical delay reported. Another device was used to complete the surgery. Due diligence is complete; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in italy.